Manufacturer narrative:
On 2/12/09, the unit was evaluated at philips. The symptom was verified. Replacing the power supply resolved the issue. We are considering this a malfunction of the power supply. (B) (4).

Event description:
The customer reported that the device failed to power up, which could prevent the delivery of therapy.